Event description:
It was reported that during a lap sigma resection procedure, the tip was broken, was removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/30/2008. Information anticipated, but unavailable at this time.